Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels dropped to 24 mg/dl while wearing the pod longer than 48 hours. Father reported patient lost consciousness and was taken to the hospital, given (unspecified) treatment, and released after 5 hours while still wearing the pod. Patient later lost consciousness while wearing this pod a second time (bg level was 42 mg/dl) and was again taken to the hospital for treatment. Patient remained hospitalized at the time of reporting and good faith attempts to obtain further details were not successful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.